Manufacturer narrative:
The reported event of stylet failure to advance was confirmed. As received, a complete lead was returned in one piece for analysis. The returned stylet was removed from the lead and blood/body fluids was found throughout entire stylet. After cleaning the stylet, the stylet could be fully inserted into the lead and removed without any difficulty. The cause of reported event was isolated to blood/body fluids on stylet.

Event description:
During an initial implant procedure on (B)(6) 2024, it was reported that the physician had difficulties advancing the stylet into the right ventricular (rv) lead. There were no consequences to the patient. The rv lead was not installed, and a new rv lead was successfully implanted. The patient was stable throughout the procedure.